Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, a definitive cause for how the knot formed in the lock line could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as the knotted lock line ends were cut and the lock line was removed without issue; the clip deployed successfully. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the lock line was knotted, requiring intervention to remove the line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve leaflets without issue. During the deployment steps, the lock lever cap and o-ring were removed, and it was noted that both ends of the lock line were knotted. The knotted lock line ends were cut and the lock line was removed; the clip deployed successfully. By the end of the procedure, a total of two clips were implanted and the mr was reduced to 1. There was no clinically significant delay in the procedure. The patient had a good outcome. No additional information was provided.